Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration/ migration of essure device- location of device: uterus/ migration of essure device- location of device: right cornua / migration of essure device- location of device: right cornua"), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("persistent bleeding") in a 49-year-old female patient who had essure (batch no. 893028) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 3 (live births: (B)(6) 1989, (B)(6) 1994, (B)(6) 2004), miscarriage, broken elbow from (B)(6) 2010, endometrial ablation (for menorrhagia) in (B)(6) 2012, cholecystectomy in 1993, elbow operation in 2004, heart attack, coronary artery disease, hypertension, heart murmur, anginal pain, anginal pain, stroke, tia, loose tooth, acid reflux (oesophageal), hiatal hernia, hepatitis, dysmenorrhea, gallbladder disorder and headache. Previously administered products included for prevent pregnancy: condoms. Concurrent conditions included nickel sensitivity, overweight, hypertension since 1998, asthma since 2005, menorrhagia, latex allergy, alcohol use, morbid obesity, abdominal distension and drowsiness. Family history included asthma (son and adopted daughter). Concomitant products included diphenhydramine hydrochloride (benadryl), ibuprofen from 2010 to 2017, lisinopril since 1999 and omeprazole since 2012. In 2012, the patient experienced weight increased ("weight gain / weight gain"). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced allergy to metals ("nickel allergy / nickel allergy") with rash and pelvic pain ("pain/ lower pelvic pain (moderate) / pain"). On (B)(6) 2017, 4 years 5 months after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy, endometrial ablation). At the time of the report, the device expulsion, uterine haemorrhage, genital haemorrhage, pelvic pain and weight increased outcome was unknown and the allergy to metals had resolved. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered allergy to metals, device expulsion, genital haemorrhage, pelvic pain and weight increased to be related to essure. The reporter commented: essure worsened a previously existing injury/condition. Patient had no complications or problems that occurred at the time of essure placement procedure and essure removal procedure. Essure did not caused birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion . Current weight as of (B)(6) 2018: 188 lbs. Approximate weight at the time of essure placement 172 lbs. Mammo· digital screening bilateral on (B)(6) 2012, clinical history: asymptomatic screening the patient has a mixed fibro glandular and fatty replaced breast parenchyma. Scattered benign coarse calcifications are present in left breast. A grouping of amorphous calcifications was identified in the retroareeter portion of left breast. Impression: amorphous calcifications at the retroareeter portion of left breast. Us pelvic and transvaginal on (B)(6) 2012, procedure performed: us pelvic ano transvaginal clinical history: menorrhagia there was slight homogenous oohogenicity in the myometrium without discrete nodules. Sub centimeter follicles are seen in the ovaries. Mammo· digital screening bilateral on (B)(6) 2012, procedure: mammo·digital diagnostic lt unilateral left diagnostic mammography patient amorphous calcifications within the retroareeter region of the left breast amorphous and punctate calcifications are identified within the retro areolar region of the left breast without a discrete suspicious cluster of micro calcifications. Findings: mlo and cc magnifications views were performed of the left breast. A loose grouping of impression: amorphous and punctate calcifications in the retro areolar region of the left breast which are likely benign although short-term follow-up is recommended to insure the stability of finding. Hysterosalpingogram on (B)(6) 2012, impression: the essure device is within 1 cm of the oorlll1a of the uterus bilaterally. No filling of the tubes was identified. Gross description: endometrial brush cytology and histology, endocervical brush cytology and histology. Pelvic exam and ultrasound on (B)(6) 2016, ultrasound performed: transvaginal findings: the uterus was anteverted/neutral lie and small in size with normal contours and echotexture. There was a hyperdenslty seen in the right fundal region that measures 18.6mm in length and is shaped like a boomerang. The endometrium was thick. On (B)(6) 2017, patient's glucose level was 112 (unit unspecified). Surgical pathology report on (B)(6) 2017, specimens: uterus and tube{s), uterus, bilateral tubes, and essure coils in 10% formalin diagnosis: uterus and cervix, bilateral fallopian tubes hysterectomy and bilateral salpingectomy. Clinical information: patient with a clinical history of mechanical complication of essure gross description: specimen was submitted as ectocervix, sections of endometrium, sections of fallopian tubes. Findings : normal small appearing uterus with obliterated cavity, normal adnexa , on gross exam left essure coil was intact in the proximal tube , right essure coil was coiled near the cornua under the uterine serosa, not within the tube. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine haemorrhage (confirming genital haemorrhage), also confirmed events weight increased, pelvic pain, allergy to metals and device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/ migration of essure device- location of device: uterus/ migration of essure device- location of device: right cornua / has migrated and is sticking in my uterus"), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("persistent bleeding") in a 49-year-old female patient who had essure (batch no. 893028) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida, parity 3 (live births: (B)(6) 1989, (B)(6) 1994, (B)(6) 2004), miscarriage, broken elbow from (B)(6) 2010, endometrial ablation (for menorrhagia) in (B)(6) 2012, cholecystectomy in 1993, elbow operation in 2004, heart attack, coronary artery disease, hypertension, heart murmur, anginal pain, anginal pain, stroke, tia, loose tooth, acid reflux (oesophageal), hiatal hernia, hepatitis, dysmenorrhea, gallbladder disorder and headache. *current weight as of (B)(6) 2018: 188 lbs. Approximate weight at the time of essure placement 172 lbs. Previously administered products included for prevent pregnancy: condoms. Concurrent conditions included nickel sensitivity, overweight, hypertension since 1998, asthma since 2005, menorrhagia, latex allergy, alcohol use, morbid obesity, abdominal distension and drowsiness. Family history included asthma (son and adopted daughter). Concomitant products included diphenhydramine hydrochloride, ibuprofen from 2010 to 2017, lisinopril since 1999 and omeprazole since 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient was found to have weight increased ("weight gain / weight gain"). In (B)(6) 2013, the patient experienced allergy to metals ("nickel allergy / nickel allergy") with rash and pelvic pain ("pain/ lower pelvic pain (moderate) / pain"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 4 years 5 months after insertion of essure. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and fatigue ("felt tired all the time"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and hysterectomy, endometrial ablation). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, uterine haemorrhage, genital haemorrhage, pelvic pain, weight increased and fatigue outcome was unknown and the allergy to metals had resolved. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered allergy to metals, fatigue, genital haemorrhage, pelvic pain, uterine perforation and weight increased to be related to essure. The reporter commented: essure worsened a previously existing injury/condition. Patient had no complications or problems that occurred at the time of essure placement procedure and essure removal procedure. Essure did not caused birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Mammogram - on (B)(6) 2012: amorphous calcifications at the retroareeter portion of left breast.. Pathology test - on (B)(6) 2017: diagnosis: uterus and cervix, bilateral fallopian tubes hysterectomy and bilateral salpingectomy. Findings : normal small appearing uterus with obliterated cavity, normal adnexa , on gross exam left essure coil was intact in the proximal tube , right essure coil was coiled near the cornua under the uterine serosa, not within the tube.. Ultrasound scan vagina - on (B)(6) 2012: there was slight homogenous oohogenicity in the myometrium without discrete nodules. Sub centimeter follicles are seen in the ovaries.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine haemorrhage (confirming genital haemorrhage), also confirmed events weight increased, pelvic pain, allergy to metals and device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-nov-2018: pfs received. Lab data added. Event "tired all the time" was added. She reported essure had "migrated and is sticking in my uterus", so event device expulsion was updated to uterine perforation. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration/ migration of essure device- location of device: uterus/ migration of essure device- location of device: right cornua"), device expulsion ("migration/ migration of essure device- location of device: uterus/ migration of essure device- location of device: right cornua"), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("persistent bleeding") in a (B)(6) year-old female patient who had essure (batch no. 893028) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 3 (live births: (B)(6) 1989, (B)(6) 1994, (B)(6) 2004), miscarriage, broken elbow from (B)(6) 2010 to (B)(6) 2010, endometrial ablation (for menorrhagia) in (B)(6) 2012, cholecystectomy in 1993, elbow operation in 2004, heart attack, coronary artery disease, hypertension, heart murmur, anginal pain, chest pain, stroke, tia, loose tooth, acid reflux (oesophageal), hiatal hernia, (B)(6), dysmenorrhea, gallbladder disorder nos and headache. Previously administered products included for prevent pregnancy: condoms. Concurrent conditions included nickel sensitivity, overweight, hypertension since 1998, asthma since 2005, menorrhagia, latex allergy, alcohol use, morbid obesity, abdominal distension and drowsiness. Family history included asthma (son and adopted daughter). Concomitant products included diphenhydramine hydrochloride (benadryl), ibuprofen from 2010 to 2017, lisinopril since 1999 and omeprazole since 2012. In 2012, the patient experienced weight increased ("weight gain"). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced pelvic pain ("pain/ lower pelvic pain (moderate)"). In 2017, the patient experienced allergy to metals ("nickel allergy") with rash. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy, endometrial ablation). At the time of the report, the device dislocation, device expulsion, uterine haemorrhage, genital haemorrhage, pelvic pain and weight increased outcome was unknown and the allergy to metals had resolved. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered allergy to metals, device dislocation, device expulsion, genital haemorrhage, pelvic pain and weight increased to be related to essure. The reporter commented: essure worsened a previously existing injury/condition. Patient had no complications or problems that occurred at the time of essure placement procedure and essure removal procedure. Essure did not caused birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Current weight as of (B)(6) 2018: (B)(6) lbs. Approximate weight at the time of essure placement (B)(6) lbs. Mammo· digital screening bilateral on (B)(6) 2012, clinical history: asymptomatic screening. The patient has a mixed fibro glandular and fatty replaced breast parenchyma. Scattered benign coarse calcifications are present in left breast. A grouping of amorphous calcifications was identified in the retroareeter portion of left breast. Impression: amorphous calcifications at the retroareeter portion of left breast. Us pelvic and transvaginal on (B)(6) 2012, procedure performed: us pelvic ano transvaginal. Clinical history: menorrhagia. There was slight homogenous oohogenicity in the myometrium without discrete nodules. Sub centimeter follicles are seen in the ovaries. Mammo· digital screening bilateral on (B)(6) 2012, procedure: mammo·digital diagnostic lt. Unilateral left diagnostic mammography. Patient amorphous calcifications within the retroareeter region of the left breast amorphous and punctate calcifications are identified within the retro areolar region of the left breast without a discrete suspicious cluster of micro calcifications. Findings: mlo and cc magnifications views were performed of the left breast. A loose grouping of impression: amorphous and punctate calcifications in the retro areolar region of the left breast which are likely benign although short-term follow-up is recommended to insure the stability of finding. Hysterosalpingogram on (B)(6) 2012, impression: the essure device is within 1 cm of the oorlll1a of the uterus bilaterally. No filling of the tubes was identified. Gross description: endometrial brush cytology and histology, endocervical brush cytology and histology. Pelvic exam and ultrasound on (B)(6) 2016, ultrasound performed: transvaginal findings: the uterus was anteverted/neutral lie and small in size with normal contours and echotexture. There was a hyperdenslty seen in the right fundal region that measures 18.6mm in length and is shaped like a boomerang. The endometrium was thick. On (B)(6) 2017, patient's glucose level was 112 (unit unspecified). Surgical pathology report on (B)(6) 2017, specimens: uterus and tube{s), uterus, bilateral tubes, and essure coils in 10% formalin diagnosis: uterus and cervix, bilateral fallopian tubes hysterectomy and bilateral salpingectomy. Clinical information: patient with a clinical history of mechanical complication of essure gross description: specimen was submitted as ectocervix, sections of endometrium, sections of fallopian tubes. Findings : normal small appearing uterus with obliterated cavity, normal adnexa , on gross exam left essure coil was intact in the proximal tube , right essure coil was coiled near the cornua under the uterine serosa, not within the tube. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine haemorrhage (confirming genital haemorrhage), also confirmed events weight increased, pelvic pain, allergy to metals and device dislocation. Most recent follow-up information incorporated above includes: on 14-feb-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure lot number, indication female sterilization was added. Events migration of essure device- location of device: uterus/ migration of essure device- location of device: right cornua, lower pelvic pain (moderate) were clubbed with previously reported events. Events device expulsion, allergy to metals with rash, weight increased and uterine hemorrhage were newly added. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("pain"). The patient was treated with surgery (surgery to remove the essure on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, genital haemorrhage and pelvic pain outcome was unknown. The reporter considered device dislocation, genital haemorrhage and pelvic pain to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.